Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of visual impairment ("unilateral vision disorder") in a 42-year-old female patient who had essure (batch no. D60146) inserted. The patient's medical history included parity 2 and hemithyroidectomy (benign nodule). No concomitant gynecological diseases. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced visual impairment (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. The patient was treated with surgery (essure was removed via bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the visual impairment outcome was unknown. The reporter provided no causality assessment for visual impairment with essure. The reporter commented: essure removal was performed on patient's request and for medical reasons via bilateral salpingectomy on (B)(6) 2018. Main reason for removal: visual disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Nuclear magnetic resonance imaging brain - in 2018: normal. Ophthalmological examination - in 2018: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality-safety evaluation of ptc. We received a lot number and returned sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of visual impairment ("unilateral vision disorder") in a 42-year-old female patient who had essure (batch no. D60146) inserted. The patient's past medical history included parity 2 and hemithyroidectomy. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 2 years after insertion of essure, the patient experienced visual impairment (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed via bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the visual impairment outcome was unknown. The reporter provided no causality assessment for visual impairment with essure. The reporter commented: essure removal was performed on patient's request and for medical reasons via bilateral salpingectomy on (B)(6) 2018. Main reason for removal: visual disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Nuclear magnetic resonance imaging brain - in 2018: normal. Ophthalmological examination - in 2018: negative. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 26-jun-2018 for the following meddra preferred term: visual impairment: the analysis in the global safety database revealed 23 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 22-jun-2018: device removal questionnaire was received via physician: the patient had a bmi of 22. She had 2 children and a hemithyroidectomy (benign nodule) in history.the removal of essure was performed via bilateral salpingectomy on patient's request and for medical reasons. Main reason for removal: visual disorders. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of visual impairment ("unilateral vision disorder") in a 42-year-old female patient who had essure (batch no. D60146) inserted. The patient's past medical history included parity 2 and hemithyroidectomy. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 2 years after insertion of essure, the patient experienced visual impairment (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed via bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the visual impairment outcome was unknown. The reporter provided no causality assessment for visual impairment with essure. The reporter commented: essure removal was performed on patient's request and for medical reasons via bilateral salpingectomy on (B)(6) 2018. Main reason for removal: visual disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Nuclear magnetic resonance imaging brain - in 2018: normal. Ophthalmological examination - in 2018: negative . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: visual impairment: the analysis in the global safety database revealed 23 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("removal of essure was scheduled") in a (B)(6)-year-old female patient who had essure (batch no. D60146) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 2 years after insertion of essure, the patient experienced visual impairment ("unilateral vision disorder"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient has an essure removal scheduled for (B)(6) 2018. At the time of the report, the visual impairment and medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging brain - in 2018: normal. Ophthalmological examination - in 2018: negative. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 18-may-2018 for the following meddra preferred term: medical device removal the analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: physician answered to follow up request. Essure, lot# d60146, was inserted on (B)(6) 2016. The patient (initials and age added) was to have surgery for essure removal (new event) on (B)(6) 2018 (upgrade to incident case). On (B)(6) 2018: physician stated the patient was not hospitalized and did not undergo medical or surgical intervention for the event "unilateral vision disorder" (new: start date (B)(6) 2018). Brain MRI and ophthalmological examinations were unremarkable. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.